Event description:
Patient reports cassette is not working with pump. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No; is the cassette available to be returned for investigation? Yes; what is the outcome of the event? Patient did a new mix with new cassette. Patient was able to continue infusion. Medication is life sustaining. Resolved? Yes. Describe in detail any and all damage to the cassette: pump starts to beep and cassette is not being recognize with the pump. Has this incident happened within the past 6 months? Yes; has this patient reported a pump malfunction within the past 6 months? No. No additional information or dates reported. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we MFR the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Pt is infusing medication, resolved, ongoing. Reported to (B)(6) by pt/caregiver.